Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that they had the stimulator removed yesterday (B)(6)2025) because it was not working properly. Patient stated they tried all the programs and settings for about 3 years and the device was turned off in (B)(6) 2019 by their healthcare provider. Patient reported the device had been sitting there off for all of these years. Patient mentioned they could not have an MRI and they are almost 80 years old at this point and it made sense that as they age, they would be having issues that they might need a diagnostic MRI.